Event description:
It was reported that the patient was brought in to clinic due to episodes of non sustained rv oversensing due to ventricular noise. Upon interrogation, no new episodes recorded since the remote interrogation on (B)(6) 2022. The lead will continue to be monitored. The patient was stable and fine before, during, and after the interrogation.